Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's mother that the customer had high blood glucose. The customer's mother stated the insulin pump will turn off. The customer's blood glucose was over 400mg/dl. The customer went to doctor for setting changes. The customer's mother was unable to troubleshoot at the moment.